Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump passed the self-test. No cracks on the lcd glass were noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Event description:
The customer's daughter reported via phone call of hospitalized high blood glucose readings. The daughter stated that her mother had a heart attack and fell. The customer's blood glucose reading was 600 mg/dl. The daughter stated that there is damage to the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.